Manufacturer narrative:
Additional information was received that the patient underwent a lead revision wherein the fractured lead was replaced with a new one. The patient was doing well following the procedure.

Event description:
A report was received that the patient underwent ipg replacement due to the ipg was not holding charge. During the procedure, it was found out that one lead was fractured. The patient was referred to a neuro surgeon for a new paddle lead.

Event description:
A report was received that the patient underwent ipg replacement due to the ipg was not holding charge. During the procedure, it was found out that one lead was fractured. The patient was referred to a neuro surgeon for a new paddle lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8116-50 serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.